Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of the rotapro atherectomy device. The rotawire used in the procedure was returned through complaint within the rotapro device. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed with the returned rotawire. During functional testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted into the rotapro device due to a kink in the rotawire. The rotapro advancer was connected to the rotapro console control system. When the knob switch [ablation button] was pressed, the device stalled and would not run. During testing with the returned rotawire removed, the rotapro device was able to reach and maintain optimal rpm with no resistance or issues. In order to determine the functionality of the rotapro device, a test rotawire was used. During analysis, the test rotawire was able to be fully inserted and removed from the returned rotapro device with no resistance or issues. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr became stuck with the wire. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal left anterior descending artery. A 1.50mm rotapro and a rotawire were selected for percutaneous coronary intervention (pci). The rotapro was prepared outside the body and platformed at 180,000rpm. The dynaglide mode was used when the burr was advanced into the lesion. During the procedure, the rotation speed was 165,000rpm. It was noted the burr was stuck in the rotawire, inside the patient during removal. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with another rotapro and rotawire devices. There were no patient complications, and the patient was good post procedure.